Manufacturer narrative:
The event date was estimated as it was reported as 2021. Literature citation: casey white, mikhail torosoff. Watching the watchman. Jacc march 8, 2022, volume 79, issue 9, suppl a.

Event description:
Reported via journal article: it was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. Anticoagulation was stopped after 45-days once transesophageal echo (tee) confirmed a well seated device. 3 years post procedure the patient presented to the hospital due to a fall. A chest computed tomography (CT) scan was performed which suspected that there was a device related thrombus. The patient's cervical fractures precluded a tee, so a contrast cardiac CT confirmed the thrombus. The physician started the patient on apixaban to treat the thrombus. There were no other patient complications that were reported to have occurred.